Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2010. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), and batch: a16506.